Event description:
The sales rep reported that in 2009, the pt was transferred to the hospital for a ruptured infrarenal abdominal aortic aneurysm, and underwent an emergent treatment using gore excluder aaa endoprostheses. It should be noted that the cta image taken during the procedure could not show clear images due to the interference of the blood pool. One excluder device was deployed. The physician managed to land it on the proximal neck, but it quickly dropped into the aneurysm sac. Therefore, the physician implanted an additional five excluder devices at the proximal neck, but could not catch the aorta neck; all of them dropped into the aneurysm sac. The physician also tried with a large palmaz stent only to fail. The physician gave up the endovascular treatment. He converted to the open surgery. All of the implanted excluder devices were removed and replaced with a dacron bifurcated vascular graft. The pt tolerated the procedure and was doing well. Additional info has been requested, but none has yet been forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days receipt.